Event description:
It was reported that the patient presented in clinic for a cardiac perforation. Device surgery the helix would not extent on the right ventricular (rv) lead. The physician elected to explant and replace the (rv) lead. The patient was in stable condition.

Manufacturer narrative:
The reported events were helix mechanism issue and lead perforation. The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece. The cause of the reported helix event was isolated to an overtorqued inner coil, consistent with procedural damage and a clogged helix. No other anomalies were seen.